Event description:
It was reported that while preparing for surgery, it was noted that the packaging of the blade would not peel open as specified. It was also reported that the blade was not used on a pt and the sterile area was not compromised. It was further reported another blade was readily available and there were no delays as a result of this event.

Manufacturer narrative:
The device packaging subject to this investigation was not returned for evaluation. Investigation results indicate the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.